Manufacturer narrative:
The patient was receiving large amounts of noradrenaline which would cause the peripheral blood vessels to constrict and therefore increase the risk of any pressure to peripheral vessels to result in tissue damage.

Event description:
It was reported that a hollister feeding tube attachment device was applied to the patient on (B)(6)2017. On (B)(6)2017, while redressing the securing device, an unclassified pressure sore was found on the outside of the right nostril where the tape part of the dressing was located. Patient also developed a pressure sore inside the nostril. The device was removed and replaced with tape. The wound was noted to be gradually healing.